Manufacturer narrative:
Product analysis: the delivery system and detached taper tip were returned. The tip tubing material was jagged and uneven at the detachment site. Tip tubing material inside the tip capture lumen. There was no deformation evident to the spindle. The detachment was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the reported tapered tip detachment can be confirmed on the videos provided; however the cause of the event could not be determined. It is unknown from the films provided at what point the tapered tip detached from the rest of the delivery system. Angiograms showing this detachment were not provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy but analysis of the returned videos did not reveal any obvious anatomical anomalies that may have contributed to the tapered tip detachment. A device issue cannot be ruled out as a potential cause. The delivery system has been returned for investigation and is pending analysis. The results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 25 mm thoracic aortic dissection. During the index procedure, after the implantation of the valiant captivia stent graft, during removal of the delivery system, the tapered tip was separated from the delivery system and difficulty to remove the taper tip was encountered. It was stated that a catching device was used to catch it to the iliac branch and cut it to take the tip out. No additional clinical sequelae were reported and the patient is fine.